Manufacturer narrative:
Evaluation results: visual findings observed surface scratches and site stickers on exterior housing. One of the dust covers underneath the battery slot is broken. Brown corrosion found on the magnet plate indicating the unit was exposed to moisture. Evaluation of the unit found the unit has power with batteries and ac adapter but does not sound when in use with magnet and sensor due to moisture exposure. If the failsafe is not working, it may not alert the caregiver if a sensor is disconnected or not working and could contribute to a patient incident. Being that the unit is already more than three years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the unit not sounding, and the likely cause of the event is abnormal use or normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacture file reference # (B)(4).

Event description:
Customer states that the alarm will light up but will not make any sound. No visible damage to the alarm. Has tried testing with new batteries and sensor pad. No evidence of moisture or corrosive damage. The date the issue was discovered is unknown and no patient incident or injury was reported.